Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High power visual inspection of the device header noted no anomalies. The right ventricular set screw and seal plug were missing, where a replacement was added for analysis. Pin gauge testing designed to verify proper port dimensions was completed, and each port measured as expected. The device was then exposed to simulated heart load conditions, where the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Impedance testing was performed where all values were within normal limits. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported muscle twitching and noise. 3191 code was used to denote surgical intervention.

Event description:
Additional information was received that surgical intervention was performed due to the twitching and ventricular lead noise, where it was expected to be a lead issue. However, surgical observation indicated that a new lead was placed and the same twitching issue was occurring when the device was in the pocket but did not occur once device was removed from the pocket. It was observed that the twitching occurred anytime the device touched the skin near the pocket of the left chest and the pectoralis major muscle. Disk analysis was performed and no suspicious error or abnormal reset recorded in the memory data. The device was explanted and replaced with another manufacturer device, where the twitching issue resolved. The new device was tested on the old ventricular lead with no twitching. It was noted that cause of the twitching during the operation was suspected to be due to an electrical leakage in the device. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that surgical intervention was performed due to the twitching and ventricular lead noise, where it was expected to be a lead issue. However, surgical observation indicated that a new lead was placed and the same twitching issue was occurring when the device was in the pocket but did not occur once device was removed from the pocket. It was observed that the twitching occurred anytime the device touched the skin near the pocket of the left chest and the pectoralis major muscle. Disk analysis was performed and no suspicious error or abnormal reset recorded in the memory data. The device was explanted and replaced with another manufacturer device, where the twitching issue resolved. The new device was tested on the old ventricular lead with no twitching. It was noted that cause of the twitching during the operation was suspected to be due to an electrical leakage in the device. No additional adverse patient effects were reported.